Event description:
Two distraction screws broke off in the patient's c4 vertebrae. "...a significant resistance was noted due to osteophytes, as well as the quality of her bone, which was quite sclerotic... Due to the severity of the distraction, the caspar pin at c4 broken off at the tip. The tip was well within the bone and felt to be harmless and left... The broken-off tip of the caspar pin in c4 was noted to be in safe position..."